Manufacturer narrative:
An immucor employee visited the customer site on 22aug2017 to assess the testing system and determined that the issue was resolved.

Event description:
On (B)(6) 2017, a customer site reported an unexpectedly negative antibody screen when tested with a csw 100 strip washer.